Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen stem extension, catalog # 00598801215, lot # 62448487. Nexgen headed screw, catalog # 00579104100, lot # 62322511. Nexgen headed screw, catalog # 00579104100, lot # 62293341. Rotating hinge tibial plate, catalog # 00588000500, lot # 62382473. Rotating hinge articular surface, catalog # 00588006012, lot # 62384946. Rotating hinge knee femoral component, catalog # 00588001602, lot # 11010060. Foreign: (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920-2019-00050, 0001822565-2019-00294, 0001822565-2019-00295, 0001822565-2019-00296, 0001822565-2019-00297, 0001822565-2019-00298.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to soft tissue deficit.